Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the av block is unknown but is possibly related to patient factors (pre-existing rbbb). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards (B)(6) affiliate, during a transfemoral tavr case, following balloon aortic valvuloplasty, a 29 mm sapien 3 valve was deployed with 3.0 ml less than nominal volume. The valve was deployed 70:30 aortic/ventricular as intended. After valve deployment, an av block developed. Permanent pacemaker implantation was performed. The patient recovered and was discharged. The physician stated that cause of this event was low implantation of the valve and the patient had pre-existing right bundle branch block (rbbb). The annulus area was 548.0 mm2. Diameter of sinotubular junction (stj) and sinus of valsalva (sov) measured 40.0 mm and 32.0 mm respectively. The calcification degree of aortic valve was moderate. The calcification degree of aortic root, annulus and stj was mild. There was moderate septal hypertrophy. Horizontal aorta was reported. Left and right coronary ostium height measured 25.1 mm and 26.3 mm respectively. The device remains implanted in the patient body and will not be returned for evaluation.